Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, several episodes of right ventricular oversensing due to posed-paced t-wave oversensing were observed. The device was reprogrammed to resolve the event and the patient's status was stable.